Event description:
It was reported that the ilet bionic pancreas generated multiple occlusion alerts followed by repeated alert 38 notifications despite restarts and infusion set changes, during which the user experienced high blood glucose with maximum reading reported as ¿high¿ and hyperglycemia lasting about three hours; backup therapy was used. Symptoms included hyperglycemia without ketone testing, medical intervention, assistance, or acute complications. Outcomes included prolonged elevated glucose with device alarms and user-performed corrective actions. Investigation included customer interview, troubleshooting, and device replacement with return of the original unit requested. Investigation of this case revealed a suspected device malfunction associated with pump alerting and delivery interruption, with involvement of the infusion set path, though occlusion alerts subsequently ceased and were replaced by alert 38 notifications. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded, based on previously established findings for similar reports, that the cause was an internal device¿component¿failure of the pump motor assembly.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.